Manufacturer narrative:
The reported field event of backup vvi mode was confirmed in the laboratory. Visual inspection revealed electrocautery marks on the can. The device was in backup vvi mode when received due to transient non-maskable interrupt (nmi), which is consistent with to exposure to electrocautery during explant procedure. After loading the product code, the device was tested on the bench and no anomalies were found. A longevity calculation was performed based on the available programmed parameters and usage information and was found to be within the expected limits.

Event description:
During pacemaker replacement due to normal eri, the pacemaker was programmed to bipolar mode and an electrocautery instrument was used. The polarity and pacing frequency changed and the pacemaker was noted to be in back-up vvi mode. When the physician stopped using the electrocautery instrument, the patient experienced a cardiac pause. The pacemaker was quickly replaced. The patient was stable.